Event description:
Patient dropped pump and the display is broken. Patient was wearing pump when incident occurred but switched to alternative pump when noticed display was not working. Patient did not experience any side effects from this occurrence and a new pump was couriered to patient. Dose or amount: 19 nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: i27.0.